Event description:
Reportedly, the subject programmer suddenly shuts down. Preliminary analysis did not confirm the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer suddenly shuts down. Preliminary analysis did not confirm the reported event.

Manufacturer narrative:
The root cause of the reported behavior is related to a failure of the etx board.

Event description:
Reportedly, the subject programmer suddenly shuts down. Preliminary analysis did not confirm the reported event.